Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2018-11611. Reference MFR. Report#: 1627487-2018-11612. It was reported the patient was unable to set the ipg into MRI mode. Troubleshooting was unable to resolve the issue. System diagnostic revealed a zero reading on multiple lead contacts causing the issue. Consequently, the patient will undergo surgical intervention as the next course of action.

Event description:
Further investigation concludes that there is no allegation against this device.